Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed disconnected tubing from port 108 on the bsv was disconnected causing the leak. The fse trimmed and reconnected the tubing resolving the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported more than 50 mls of uncontained fluid leaked from the blood sampling valve (bsv) in a coulter lh 750 hematology analyzer during a startup cycle. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.